Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. The svc pin may not have been connected correctly or the set screw may not be fully tightened down. Programming changes were recommended.